Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient had a spiral fracture of the right leg. On (B)(6) 2013, the patient had a procedure with a crutch and locked tibial nail. The evolution was satisfactory, so around five months later on (B)(6) 2013 the patient went in to remove the distal and proximal locking screws; the nail remained implanted. The patient felt discomfort from the nail when riding, so it was decided to remove the nail. The nail was attempted to be removed on (B)(6) 2015; however, despite trying for more than a half an hour, using a hammer and other equipment, the surgeon was unable to remove the nail and it remains implanted in the bone. This report is for an unknown hammer. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient weight is unknown this report is for an unknown hammer/unknown lot. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
3-august-2015 update: a review of the x-ray images taken on (B)(6)2013 show where the nail-crutch are in place and visible. This post-operative x-ray confirm that the fracture is being consolidated. The upper part of the nail had been closed, as recommended, by the cap. During the revision procedure in (B)(6) 2015, the cap was removed in an attempt to remove the nail. At this time, there were also traces, on both sides, of wide and upper parts of the nail in the bone. The procedure was unsuccessful and the nail remains stuck in the tibia.